Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "customer stated that the tubing on the butterfly needle has a hole in it. When the blood comes up the tube, it drips all over the place. The first time this was reported was on (B)(6) 2021 and then reported again today (B)(6) 2021. They have gone through the box and noticed that almost all the tubes have the hole in them. The patients blood had to be redrawn due to this. No one was exposed to blood. They do have unused samples to be returned if needed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "customer stated that the tubing on the butterfly needle has a hole in it. When the blood comes up the tube, it drips all over the place. The first time this was reported was on 03.23.2021 and then reported again today 03.25.2021. They have gone through the box and noticed that almost all the tubes have the hole in them. The patients blood had to be redrawn due to this. No one was exposed to blood. They do have unused samples to be returned if needed."